Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customers blood glucose level was 50 mg/dl at the time of incident and current blood glucose level was 218 mg/dl. Customer was treated with 8 oz juice and sugar cubes. Customer stated the insulin pump was not communicating with the transmitter. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.